Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation revealed that the locking mechanism was fully advanced and the tab was broken off. There are several scrapes and scratches in the hole for the helical blade. There was no damage to the outside of the nail. The damage noted on the returned part, broken locking tab and scrapes in the hole for the helical blade, is consistent with the locking mechanism being in the locking position prior to inserting the helical blade. This issue has been addressed with corrective and preventive action.

Event description:
It was reported that as the surgeon placed the nail for an intertrochanteric fracture and began insertion of the helical blade into the nail, it was noted that the locking mechanism in the nail was already engaged which prevented the helical blade from advancing. Surgeon disengaged the locking mechanism and was still unable to advance the helical blade through the nail. The nail and blade were removed and another nail and helical blade implanted. This is report 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 2 for this complaint (B)(4).